Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. There was no compromised force sensor system alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump received a compromised force sensor system alarm. Her blood glucose was 12.3 mmol/l at the time of incident. The customer stated that the insulin pump was stuck in prime rewind. She stated the insulin pump was not dropped or bumped. She stated that the drive support cap was recessed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.